Manufacturer narrative:
Concomitant products: product ID: 389133, lot# j0406062v, implanted: (B)(6) 2004, product type: lead. Product ID: 389133, lot# j0405852v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported the implant would no longer turn on. The patient reported green light for the programmer but there was no lights for the implantable neurostimulator (ins) when attempting to turn on. The patient was unable to connect to the ins starting (B)(6) 2015. The indication for use was multiple back operations. If additional information is received, a follow up report will be sent.